Event description:
Diagnosed with breast cancer (B)(6) 2015; double mastectomy direct to implant procedure (B)(6) 2015; implant allergan fm410500. Issue with pain on right breast lead to infection on (B)(6) 2016. Implant later removed and replaced with another fm410500. Continuous pain and right breast, led to explant on (B)(6) 2019. FDA safety report ID# (B)(4).